Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
.